Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (prolapsed anterior leaflet, restricted posterior leaflet, thin/friable and tethered leaflet, and posterior mitral annular calcification (mac)). The reported poor image resolution could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, restricted posterior leaflet, thin/friable and tethered leaflet, and posterior mitral annular calcification (mac). A mitraclip ntw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and deployed on the mitral valve. To further reduce mr, a third clip, a mitraclip nt was inserted and grasping was performed. However, difficulties visualizing the clip occurred. The clip was deployed, however, after deployment, the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a fourth clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.